Event description:
It was reported "the line was noted to be leaking from the insertion site when they attempted to use it in radiology. Line removed and noted to have a crack down the catheter body, close to the hub. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The UDI number is unavailable as the lot number provided by the customer is not a valid lot number. The actual device was not returned; however, the customer provided three photos for analysis. The complaint of catheter body rupture was able to be confirmed by the photos. The third photo shows the catheter body with what appears to be a rupture towards the juncture hub. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter. The maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi (2068.4 kpa). The maximum pressure injection flow rate ranges from 4 ml/sec to 6 ml/sec. Refer to the product specific labeling for the maximum pressure injection flow rate for the specific lumen being used for pressure injection." The customer report of catheter body rupture was confirmed by visual inspection of the customer supplied photos. The images show a used catheter with an apparent rupture on the catheter body, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The UDI number is unavailable as the lot number provided by the customer is not a valid lot number.

Event description:
It was reported "the line was noted to be leaking from the insertion site when they attempted to use it in radiology. Line removed and noted to have a crack down the catheter body, close to the hub." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".